Event description:
The external pulse generator was returned to the manufacturer for calibration, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Lcd (liquid crystal display) is bleeding. Battery contacts are compressed. Off key of the keyboard is out of specification (collapsed). Main printed circuit board is out of electrical specification. Upper and lower cases are broken and contaminated. Side bail covers are broken. Battery drawer is contaminated.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - lcd (liquid crystal display) is bleeding. Battery contacts are compressed. Off key of the keyboard is out of specification (collapsed). Main printed circuit board is out of electrical specification. Upper and lower cases are broken and contaminated. Side bail covers are broken. Battery drawer is contaminated.